Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The initial reported was submitted on the incorrect MFR - 0001038806 - 2021 - 00519. The reported device was returned for investigation. Visual inspection of the as returned product identified fractured screw inside the tsv implant drive feature. Implant body severely damaged most likely from the retrieval process (trephine damage). Some bone debris on the implant external threads. Pre-existing conditions noted on product experience report (per) is patient having type I (high) bone density. Tooth location was #30 and duration of placement was approximately 7 months. Device history record (DHR) and complaint history review could not be performed for the products reported as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complainant reported that the abutment screw fractured, which resulted in the implant being removed and the tooth site grafted. The patient will return for implant replacement. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog, lot number, expiration date, and UDI not available. Device manufacture date not available. PMA/510(k) number not available.

Event description:
It was reported that the abutment screw fractured, which resulted int he implant being removed and the tooth site grafted. The patient will return for implant replacement.